Manufacturer narrative:
Follow-up #1: date of submission 01/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2015 with the following findings: review of the black box revealed multiple unexpected power on reset events. On examination, the battery compartment and cap are undamaged and the cap was able to fit securely on the pump. The battery cap was evaluated and the measurements were found to be within the required specifications. On investigation, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were performed correctly, no power interruption or any errors, alarms or warnings occurred during the investigation. The pump was opened for inspection and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the ¿intermittent power¿ complaint and the pump was found to be operating as intended within specifications and without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging the pump experienced intermittent power issue; the pump displays the verification screens a couple times per day. New batteries and new battery cap have not helped; the pump reboots itself without a known cause. There was no reported patient harm associated with this complaint. This complaint is being reported because the intermittent power issues was not resolved with troubleshooting.